Event description:
It was reported by service report that the fowler was sticking at 25 degrees and the head end brakes did not work. The customer could not determine if there was pt involvement or if there were adverse consequences to report.